Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The provided photographs show the dialyzer connected to the tubing and no issues observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 10 minutes of starting treatment with a revaclear 400, the patient experienced palpitations and shortness of breath. The medical intervention consisted of dexamethasone intravenous injection. It was reported treatment was restarted with another revaclear dialyzer and no issues were reported. No additional information is available.